Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes.

Event description:
It was reported that during a colectomy procedure the activation knob broke off while attempting to cut and staple. An alternate like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The cartridge reload had the swing tab in the locked position, and unfired. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please reference ¿instructions for use¿ for complete firing instructions. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional test was performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.